Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after an open hepatectomy, a nurse found that the distal end of the blade was missing after the operation. After that, the missing piece was found on the floor of an operation room. The doctor commented that the device had not contacted metallic objects during the operation. No pieces fell into the patient. There were no adverse consequences to the patient.